Event description:
Additional information (B)(4) 2014 notes another instance of noise with noise reversion. Noise was reproducible upon pressing the pacemaker site.

Event description:
It was reported the device exhibited inappropriate atrial ams noise. The device remains implanted.

Event description:
New information (B)(4) 2014 notes that the device was detecting noise once again. The atrial lead impedance dropped around (B)(4) 2014. The device remained implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.